Manufacturer narrative:
(B)(4). Since 2008, users and surgicount medical have become aware of 4 instances of this specific device problem and mdrs were filed on each occasion. Surgicount will provide a follow-up report summarizing status of investigation. (B)(4).

Event description:
At the end of a surgical procedure, a surgicount laparotomy sponge labeled with a data matrix code could not be scanned and counted as intended. It was visually determined that the label was damaged. Since the sponge is not scanned until the end of the surgical procedure, the concern was that it is not known if the damage had occurred prior to use of the procedure kit containing the sponge or during the surgical procedure itself. The label surface area is 0.5 sq in. And from a picture of the used sponge it appears that approx 15-20% of the label surface is missing.